Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the device had a c02 check exhaust error message. The device was not in use on a patient.